Event description:
It was reported that a multifocal toric intraocular lens (iol) was explanted from the patient's left eye due to halos and glare, which had initially been described as a mechanical complication. The lens was exchanged with a non-johnson & johnson iol of the same diopter power (19.5 d). It was suggested that the device contributed to the reported event. No patient injury, including capsular tear, was reported. No unplanned surgical interventions, such as vitrectomy, incision enlargement, or suturing, were required. No medications outside the standard of care were prescribed, and no additional surgical interventions are planned. The patient was reported to be doing well following the lens exchange, and no user or patient harm was reported. No further information was provided.

Manufacturer narrative:
Section h6: health effect - impact code: 4619 - temporary impairment (this code is used for the reported halo vision- surgical intervention required & glare surgical intervention required). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.